Event description:
It was reported that a patient presented with an unknown malfunction noted on the patient's lead. The lead was capped. No further adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch:mw5151405.